Manufacturer narrative:
There is no evidence that the access toxo igg reagent was returned for evaluation. A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. All mdrs associated with this event are: 2122870-2016-00228, 2122870-2016-00229. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining non-reproducible toxoplasma gondii igg (access toxo igg) results for two (2) patients involving the laboratory's access 2 immunoassay access clinical system (serial number (B)(4)). This MDR addresses the results obtained on the laboratory's access 2 immunoassay access clinical system (serial number (B)(4)) on (B)(6) 2016 for patient 1. The initial access toxo igg result recovered reactive. The customer reanalyzed the patient's sample three (3) additional times on the same laboratory's access 2 immunoassay access clinical system and obtained three (3) non-reactive results. There was no report of patient injury or change in patient treatment associated with this event. MDR 2122870-2016-00229 addresses the results obtained on the laboratory's access 2 immunoassay access clinical system (serial number (B)(4)) on (B)(6) 2016 for patient 2. Calibrations, quality controls (qc) and system checks were performing within assay and instrument specifications. No hardware errors, flags or other assay issues were reported in conjunction with this event. The customer did not provide any data regarding sample collection, sample handling or sample processing but no issues with sample integrity were reported by the customer.